Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an (B)(4) manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 321 sharps coll canada 3.0l yellow were difficult to assemble. "Material no.: 300450 batch no.: 0287919 and 0286910. It was reported that customer is struggling to get the lids on. Complaint description per email: correspondence language: english. Cat# of product being complained: bd300450. Description of product: container sharps yellow 3l 36ea/ca. Lot or s/n: (B)(4). Complaint category: fail to function / defective. Reportable: no. Incident date: 05 jan 2021. Details of complaint (reported issue): as per customer, they are struggling to get the lids on. Below are the lot numbers and qty of defective containers. We have one cases left (qty 36pcs) not defective. The lot number is lot # 0097937 defective: lot # 0287919 (2cs x 36ea) = 72ea lot # 0286910 (6cs x 36ea) + 33ea = 249 customer would like us to pick up the defective containers and replace with the good containers. Please advise if I can process rga to bring the item back. Complaint noticed: prior to use problem frequency: 1st time. Customer exposure: patient injury: no. Has (B)(6) been informed? No. Qty affected: 8 ca. Samples available? No. Is customer requesting an rga?: no."

Event description:
It was reported that 321 sharps coll canada 3.0l yellow were difficult to assemble. "Material no.: 300450 batch no.: 0287919 and 0286910. It was reported that customer is struggling to get the lids on. Complaint description per email: correspondence language: english; cat# of product being complained: bd300450; description of product: container sharps yellow 3l 36ea/ca; lot: 0287919 and 0286910; complaint category: fail to function / defective; reportable: no; incident date: (B)(6) 2021; hospital complaint reference #: . Details of complaint (reported issue): as per customer, they are struggling to get the lids on. Below are the lot numbers and qty of defective containers. We have one cases left (qty 36pcs) not defective. The lot number is lot # 0097937 defective: lot # 0287919 (2cs x 36ea) = 72ea lot # 0286910 (6cs x 36ea) + 33ea = 249 customer would like us to pick up the defective containers and replace with the good containers. Please advise if I can process rga to bring the item back. Complaint noticed: prior to use; problem frequency: 1st time; customer exposure: patient injury: no; has health canada been informed? No. Qty affected: 8 ca. Samples available? No is customer requesting an rga?: no. Return qty:".

Manufacturer narrative:
H6: investigation summary. No photo or sample representation was provided for the complaint. A DHR review was performed and showed there were no issues reported like assembly difficult during the manufacturing process of the lot numbers, for 0287919 & 0286910. A review of non-conforming material report (ncmr) was performed for this part for the past 12 months and no issues were reported for struggling to get the lids on. According to the investigation there is not enough information like a sample to understand the failure experienced by the customer in order to determine the root cause of this issue. With this information the failure mode cannot be determined as related to the manufacturing process because as part of the manufacturing process an IFU (instruction for use) is included to explain the assembly method of the cap on the collector base. If the IFU is not followed then a difficult assembly could be experienced due to the incorrect assembly. Retain samples for this product were measured and found to meet specifications.